Event description:
Patient was revised to address loosening of the patella. It was reported that the patient has a non-displaced fracture of the distal poly of the patella. The tibial insert was worn and pitted.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event; however, the reported patient large physical stature, activity level, and fracture of the patella are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.